Event description:
It was reported that while in the interventional radiology dept the md used the .025 wire with the percutaneous thrombolytic device (ptd) catheter: 7 fr x 65 cm with 9 mm fragmentation basket. The spring wire guide (swg) was advanced through the arterial sheath and the ptd catheter was inserted over the swg into the arterial limb. The basket and the swg because "stuck" and the md found it difficult to remove the ptd; all pieces were removed with no issues. Add'l info received on (B)(4) 2011 from the interventional tech stated that two, possibly three passes were made when they removed the basket to clean. The basket was cleaned and again inserted. Once the procedure was completed, they removed the catheter and swg. When the swg was removed they found that the orange inner lumen had become detached and remained attached on the swg. The piece was examined and it was determined that everything was removed from the pt without incident. The clinician that possibly when they removed the basket to clean it the first time, that the orange inner lumen had already become detached and was inside the pt, but they never realized it was missing. There was no delay in treatment, no pt death and no complications were reported.

Manufacturer narrative:
MFR control#: (B)(4). F/u report will be filed if add'l info becomes available.